Manufacturer narrative:
Additional information is provided in section b5. The investigation is not completed yet. The investigation results are pending. Please note the correction in the manufacturing site number from the initial report was incorrect. The initial report as well as this supplemental report should have the manufacturing site number of (B)(4) and not (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was provided that the product will not be returned for evaluation.

Manufacturer narrative:
Because the product was not returned for investigation, the cause can only be determined based on past experience. The most probable root cause is the technique of the camera head sensor (cmos-sensor) using a rolling shutter. The laser unit, causing the interference, is producing high amount of light which the rolling shutter is not able to compensate. This is unfortunately a technical issue which cannot resolved now technically. Please note the correction in the manufacturing site number from the initial report was incorrect. The initial report as well as this supplemental report should have the manufacturing site number of 2027009 and not 9610617. Internal karl storz reference number.

Manufacturer narrative:
It was discovered that on the second supplemental report for this event, section b was incorrectly labeled as a "death". This corrective report is to make clear that there were no deaths associated with this event. Please note the correction in the manufacturing site number from the initial report was incorrect. The initial report as well as this supplemental report should have the manufacturing site number of 2027009 and not 9610617. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during medical procedure there was issue with camera image. The camera suffers from interference that makes it completely unusable. Patient was under anesthesia. Procedure was aborted.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Please disregard the third supplemental report. It was discovered that on the first supplemental report for this event, section b was incorrectly labeled as a "death". This corrective report is to make clear that there were no deaths associated with this event. Please note the correction in the manufacturing site number from the initial report was incorrect. The initial report as well as this supplemental report should have the manufacturing site number of 2027009 and not 9610617. The event is filed under internal karl storz complaint ID: (B)(4).